Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status bol. A number of 19 charging cycles was documented. The memory content of the device was inspected. The analysis confirmed that the ICD was operating in safety backup mode between (B)(6) 2012. The inspection revealed that the device switched into safety backup mode as a result of the detection of invalid memory content. The presence of that invalid memory content led to invalid statistics, such as implausible charging cycle dates, such as "02.07.56", as clinically observed. Those dates do not represent real values, but were displayed only after the invalid memory content was detected. By design, the ICD performs self-checks. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into safety backup mode to assure the patients safety. While in this safety program, the ICD is capable of delivering anti-bradycardia and anti-tachycardia therapies. Upon interrogation, as well as via home monitoring, a device status error message appears to notify the physician. After the manual correction of the invalid memory content, the device was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. A long term test was performed, to verify the data retention of the device's memory. The memory components proved to be fully functional, the memory contend was stable throughout the entire time of analysis. In summary, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of backup mode, to assure the patients safety. After the correction of the invalid memory content, the device proved to be fully functional. Particularly, the corrected memory content remained stable. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.

Event description:
The device presents in backup mode. The pt believes he has received 4 shocks and the device reports 4 safety shocks and reforms on the status page. The device is reporting a device error occurring on (B)(6). Within the shock table are listed 4 charges, all listed as "terminated without shock". None of the delivered shocks are shown here. Additionally, the dates of these charges are in 1956. On the f/u page, there is 1 shock listed as delivered. However, no further info (shock impedance or charge time). The rep reports that the sequencing is out of order on the shocks table. Today, the shock impedance is at 47 ohms consistent historically. The pt cannot recall any large emi sources or medical procedures that may have resulted in back-up mode. On (B)(4) 2012 - this device was returned. This event is now reportable to the FDA.